Event description:
A caregiver reported erratic low readings with a pt's one touch meter. On the event date, the ot meter displayed blood glucose readings of 57mg/dl, 60mg/dl, 57mg/dl, 58mg/dl and 62mg/dl from 10:52am to 12:35pm. Pt ate a donut a sandwich and drank milk and orange juice in between the readings. Pt did not experience any adverse events at any time. Based on pt's diabetic nurse advice, pt called the paramedics. Pt had blood glucose of 560mg/dl on paramedics' meter of unk brand. Paramedics gave pt 5 units of regular insulin. Pt was not taken to the hospital. Pt reportedly cleans ot meter repeatedly with alcohol, a practice warned against by MFR in the ot owner's manual. No further info is available. Meter has been replaced for further investigation.